Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had cracked battery tube threads, a broken belt clip slot at the battery tube threads area, cracked reservoir tube lip and minor scratches on the display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed for a button error alarm. The blood glucose reading was 8.8 mmol/l. The insulin pump was replaced and returned for analysis.